Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into the patient with obstructive jaundice during a ptcd procedure. Three days after the procedure, it was found that the catheter had separated from the hub. The device was then removed and replaced with a like device. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One 8.5fr mac-loc catheter was returned in a used and damaged condition, with the flare of the tubing appearing to be pulled out of the hub. Biological matter was present on the device and adhesive appeared to be surrounding the hub, which was possibly added by the customer although this could not be confirmed. The cap was screwed onto the mac-loc hub, but was partially torn off. This tear is sometimes seen when attempting to unscrew the connector cap form the hub. It is possible the customer was trying to tighten or loosen the connector cap, causing the damage. No other surface damage was noted on the device. The flare appeared normal, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis for the catheter tubing and connector cap confirmed that the device and components were manufactured to the correct specifications and tolerances. Other relevant dimensions could not be gathered due to the damage on the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest that the product was not made to specifications. A review of the device history record was conducted and found no relevant nonconformances that could be attributed to this failure mode. It should be noted that no other complaints have been reported for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. A possible factor that may have contributed to the cause is the mac-loc body thread dimensions being at the high end of tolerance and assemblers being unable to consistently control suture location. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.